Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the g5 application was not displaying notifications on (B)(6) 2016. Patient's parents checked smart device settings, uninstalled and re-installed the application and re-paired the devices. No injury or medical intervention was reported.